Event description:
It has now been reported that the device was explanted.

Manufacturer narrative:
It has now been reported that the device was explanted. This report is submitted on april 6, 2021.

Event description:
Per the clinic, it was reported that the patient experienced an extrusion of the receiver stimulator due to thin skin flap tissue. Revision surgery has been scheduled.